Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with freeze capture notification via merlin.net. High, out of range pacing lead impedance was also noted. The patient is scheduled for follow-up. Complete device testing will be performed. The patient will be monitored.